Event description:
Boston scientific was made aware of an event in 7/2005 in which a dr was attempting to deploy the stent, however noticed that the platinum marker on the stabilizer catheter was difficult to see under fluoroscopy. Resistance was felt when trying to deploy, so the system was removed and the procedure was discontinued.